Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for aortic stenosis with a 29mm sapien 3 ultra resilia valve in the aortic position, the balloon on the 29mm commander delivery system ruptured after the valve was fully deployed. The perceived root cause for the balloon rupture was heavy annular calcium but the valve was successfully deployed, and patient was not harmed. Per the fcs, the devices were all prepped in traditional fashion and no complaints were made by the operators.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned for evaluation.

Manufacturer narrative:
The complaint for ''general risk - failure - balloon burst'' was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The event description states, ''the balloon on the 29mm commander delivery system ruptured after valve was fully deployed. The perceived root cause for the balloon rupture was heavy annular calcium''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) likely contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.